Event description:
Patient had a primary right hip implant in 2010 and reported pain in groin and feeling of hip "giving out". Patient stated he received a letter in 2011 that his implants were subject to a recall but he was not having any issues at that time. Update per conversation with patient: (B)(6) 2023: patient reported swelling, "funny taste in mouth" and two "masses" near kidney and liver.

Manufacturer narrative:
Reported event: an event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: records provided and stated that - this product inquiry concerns a patient who underwent a modular neck femoral prosthesis, abg ii with a cobalt chrome femoral head in 2010. The patient developed symptoms of a funny taste in his mouth and he reported to masses near his kidney and liver. The implant was voluntarily recalled by stryker because of the possibility of fretting and corrosion and trunnionosis. I can confirm that the patient had the primary procedure since I was able to see the original stryker stickers. No other clinical information is provided. If the patient is having metallosis/trunnionosis, then the root cause cannot be determined with certainty. The root cause of this event is multifactorial including surgical technique factors, patient factors including the patient's activity level and bmi and implant factors. If this patient comes to revision, the explanted prostheses should be submitted to stryker engineers for evaluation and metallurgical examination. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a primary right hip implant in 2010 and reported pain in groin and feeling of hip "giving out". Patient stated he received a letter in 2011 that his implants were subject to a recall but he was not having any issues at that time. Update per conversation with patient (B)(6) 2023: patient reported swelling, "funny taste in mouth" and two "masses" near kidney and liver.